Event description:
During a tonsillectomy procedure, the physician noticed that the wires in the evac 70 xtra plasma wand were frayed and damaged. Another was retrieved to avoid harm to the pt. No pt complications were reported. No further info was available.